Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric lesion with no tortuosity, heavy calcification and 100% in-stent restenosis in the mid left anterior descending (lad) artery. After a guide wire crossed the lesion, intravascular ultrasound (ivus) was performed and the restenosed stent was found to be fractured. It was determined the lesion was to be treated with rotablators. A 1.5 mm rotablator was used first, then a 1.75 mm rotablator. Then, ivus was performed again and the traveler nc was advanced with some resistance proximal to the lesion, to further dilate the lesion. However, the traveler nc balloon ruptured immediately after the first inflation. There was no resistance during removal of the device. A non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.